Manufacturer narrative:
This event is being captured under (B)(4). G2: foreign - event occurred in norway. E1: telephone- (B)(6). The device will be returned for analysis an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a dermatome started but then stopped after a few seconds during an unknown time. No information was provided as it relates to patient impact.